Event description:
The customer reported that during a laparoscopy procedure, this visera elite ii video system center switches on and off and takes a while to start. The patient was under sedation and there was an extension of the procedure which the user considers to be a serious deterioration in the state of health to which the device could have been a contributory cause, as reported. The procedure was completed with the same device. There was no user or patient death, injury or infection associated with this event, as reported. Additional information has been requested. The field service engineer checked the device on site and observed that sometimes the device is with no image in the display and the touchscreen is black, that caused the customer to re-start the device in the middle of the procedures. This event requires two reports. The patient identifiers are as follows: (B)(6) - incident that had extension of procedure that caused serious deterioration of health (B)(6) - unknown number of incidents this report is for (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, since the issue was not reproduced during inspection, the root cause of the reported event could not be determined. This supplemental report includes information added to d9 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the customer clarified that no damage occurred in the patient. There was a delay in the surgery that they had to use a different device, but the patient did not have any problems.